Event description:
While wearing the external equipment, the patient reportedly experienced overly loud sensations and intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.